Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the reservoir chamber along with gasket was broken and hanging loose. Customer¿s blood glucose level was unknown at the time of incident. Customer state that insulin pump rewind has high pitch whine and there is a clicking noise when insulin was delivered and insulin pump had rejected batteries. Customer also states that battery warning alarm not working properly and insulin pump middle button was slow to respond. The insulin pump will not be returned for the analysis.